Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, air bubbles were seen in the eye. The tubing was exchanged and the cassette was exchanged, which caused a delay of approx 20 mins. During the same case with the new cassette, the vitrectomy probe kept changing speeds. The physician finished the case with that probe and no further problems occurred. There was no harm or injury to the pt.